Manufacturer narrative:
Physio-control attempted to provide service but the work order was cancelled by the customer. The device has not been returned for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off during patient transport. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off during patient transport. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.